Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "tip of wire broke off and was not retrievable". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The complaint investigation was performed by supplier balt extrusion. Summary as follows: as you are aware, the affected device was not returned & therefore, we could only base our analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations we conducted (lot history record, quality controls, etc.). Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. During the manufacturing process, several tests are performed: two different destructive tests by sampling are performed: wire twisting and bending all units are tested with a non-destructive bending test. The aspect of the weldings is 100% controlled. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00542424 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "tip of wire broke off and was not retrievable" update 24jul2024 - additional information received from the issuer: "the product broke in two places, around 2 cm from the tip, as well as midway through the microcatheter. So there was a small fragment at the distal end, and then another piece about 40-50cm long behind that. One break was inside, the proximal break, the other was outside on the distal end. Both fragments stayed in the body when the microcatheter was removed. Setting up a very long piece to be removed. It ruined the case, honestly. It didn't allow for any other coils to be used, as well as took about two hours to get out after multiple attempts to retrieve it with stent retrievers, snares, and micro snares. It was pressed against the vessel wall and very long. The patient did not have any adverse event due to the wire being removed." Incident report form submitted for this complaint indicates that no patient injury was sustained.